Manufacturer narrative:
Upon return of the lead serial number va0m3gj005 analysis found no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a trial implant procedure, high impedance of >10k, >20k were observed on all electrodes. It was noted that stimulation was not felt while high impedances were present. It was reported that the device was not implanted. It was stated that impedances, x-rays/intra-op fluro, and reprogramming were performed. It was stated that the product issue was resolved, but the cause was not determined. It was stated that the lead was replaced, resolving the impedance issue. It was stated that there was no assumed problem with the lead; no fractures had been noted. It was reported that the patient was alive with no injury and had no symptoms or complications associated with the event. The patient was receiving effective therapy. It was stated that the lead was returned to the manufacturer. It was noted that the returned lead was tested with a known good screening cable and connected to an external neurostimulator (ens) and no electrodes measured out of range impedances.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.